Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles and leak anomaly and they experienced high blood glucose. The customer¿s blood glucose was 340 mg/dl at the time of the incident. Customer stated the other blood glucose value was 281 mg/dl, 239 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump, food, syringe. Customer did not allege pump was under delivering. Troubleshooting was performed. The reservoir will be returned for analysis.